Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at adapter tubing junction on (B)(6) 2025, the patient underwent enhanced MRI examination after the intervention and was given an intravenous cannula. After the nurse successfully punctured the vein, she withdrew the steel needle and fixed it in place, but found blood leaking from the y-shaped part of the cannula. She immediately pressed down on the puncture site and removed the cannula, then re-punctured the other arm and explained the situation to the patient.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review(lot#4081481): 1) the products of this batch were assembled at intima ii auto line 4 in (B)(6) 2024, and packaged at r240 & cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. Based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.the plant will continue to track the trend of this issue.